Event description:
The patient underwent successful balloon angioplasty and stenting of a 70% stenosed right vertebral artery lesion. Immediate angiogram post stenting did not reveal bleeding and/or complications. It was reported that post the procedure, the patient did not awake and was in a coma. A CT scan performed demonstrated "brain stem bleed." And unsuccessful medical treatment was administered in the intensive care unit (ICU). However, the patient expired the same day. The physician feels that the patient may have suffered a stroke, and the bleeding may be due to a reperfusion injury. The cause of the patient's death is unknown.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, physical analysis cannot be performed. However, stroke, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful balloon angioplasty and stenting of a 70% stenosed right vertebral artery lesion. Immediate angiogram post stenting did not reveal bleeding and/or complications. It was reported that post the procedure, the patient did not awake and was in a coma. A CT scan performed demonstrated brain stem bleed. And unsuccessful medical treatment was administered in the intensive care unit (ICU). However, the patient expired the same day. The physician feels that the patient may have suffered a stroke, and the bleeding may be due to a reperfusion injury. The cause of the patient's death is unknown.